Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mhh187, sxpp1b45007 and no nonconformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a procedure for endometriosis on (B)(6) 2019 and barbed suture was used. During the procedure, the suture broke at the time of suturing the uterus. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). It was received for analysis a needle-suture piece of product code sxpp1b450. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted; also, the end was cut. In addition, body fluids and damaged on the surface were found. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.